Manufacturer narrative:
This event was previously submitted on a summary report. Subsequently, medtronic has received additional information which is being submitted via this 3500a. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the first firing for the pulmonary parenchyma ,when the surgeon started to squeeze the handle , the surgeon felt something strange with it and also felt the firing was not smooth as usual. The surgeon checked the staple line had no problem , but for the next firing for vessel ,the device was changed to a new handle ,the procedure was completed. The status of the patient: no problem.

Manufacturer narrative:
Initial notification of this reportable event to FDA correction. Evaluation summary: post market vigilance (pmv) led an evaluation of one stapler and one reload. Initial visual inspection of the instrument noted no ab normalities. Visual inspection of the cartridge revealed that the reload had a full staple complement. Functionally, the instrument was loaded with sulu. After initial clamping, the instrument could not be cycled. An access hole was cut into the instrument body for visualization of the firing rack, and the first row of teeth sheared was observed on the firing rack. The reload was loaded into a pmv instrument for functional testing. The reload was cycled without hesitation, and was applied to test media with proper transection and staple formation. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Visual and functional testing of the returned product confirmed the product did not meet specifications that were tested regarding the reported condition due to the first row of teeth sheared. Product analysis indicates that the device was used in a surgical procedure. Replication of the sheared teeth, bowed anvil, and buckled knife bar conditions may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. A review of the instrument device history record indicates this device lot/serial number was released meeting all c quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.